Event description:
At end of robotic hernia repair, two pieces of black rubber noted on pt's omentum visualized. Physician removed and irrigated abdomen to make sure no other pieces left. Black rubber pieces determined to have come from the black seal from the applied medical trocar. Dates of use: (B)(6) 2018. Diagnosis or reason for use: robotic lap hernia repair.